Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. The device history record (DHR) could not be reviewed as the device serial number is unknown. However, the event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Through review of the article "bioprosthetic aortic scallop intentional laceration to prevent iatrogenic coronary artery obstruction (basilica) during transcatheter aortic valve-in-valve implantation with bioprosthetic valve fracturing via transcaval access" by windecker s. Et al., the following event was identified as pertaining to an edwards device: a (B)(6) year-old lady with a 21 mm carpentier-edwards perimount magna aortic valve model 300021mm in the aortic position underwent a valve-in-valve replacement after an implant duration of approximately 11 years due to degeneration leading to severe aortic stenosis. Echocardiography revealed severely reduced left-ventricular ejection fraction. Tavr was performed.

Manufacturer narrative:
Reference CAPA-20-00141.